Event description:
It was reported that the right ventricular lead had dislodged. A partial lead was removed in 1998 and the remaining lead was explanted on (B)(6) 2014. The distal tip and ring electrode separated and were left in the right ventricles apex.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.